Manufacturer narrative:
The insulin pump was received with its operating currents within specification. The unit also passed the self test, unexpected restart error test, rewind test, and displacement test. However, the unit alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The following physical damage was noted: cracked battery tube threads, minor scratches on the lcd window, and a corroded battery tube. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. No further details were provided. The insulin pump was returned for analysis.